Manufacturer narrative:
Reasonable attempts were made to obtain detailed information about the event reported including patient photos and treatment settings; however, no information was provided. Therefore no evaluation of the appropriateness of treatment settings could be completed. A review of service records for the subject device found that the user facility did not have a service contract and that the system had last had preventative maintenance completed in 2008. A review of device labeling found that annual preventative maintenance is required to maintain the device to manufactured specifications. An examination of the subject device by a lumenis technical specialist concluded that the subject device handpiece had not been replaced by the facility since 2008. The handpiece is a consumable accessory. An evaluation of the event details concluded the root cause of the event reported to be failure on the part of the device operator to maintain the device to functional specifications by having the system performance evaluated during recommended service intervals.

Event description:
It was reported that a patient sustained burns to the face during hair removal treatment with a lumenis lightsheer et laser at a facility in (B)(6).